Event description:
It was reported that this right ventricular (rv) lead was surgically revised due to additional suture sleeve for more support due to patient anatomy. This rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically revised due to unknown product issue. This rv lead remains in service. No additional adverse patient effects were reported.